Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90-99% stenosed lesion being treated was located in the non-calcified, severely tortuous left circumflex (cx) artery. The lesion was not predilated. The physician was unable to cross the lesion with a 3.00x12mm taxus liberte drug eluting stent. During withdrawal, into the catheter, the stent crunched. The lesion was predilated and the procedure was completed with another taxus liberte drug eluting stent. No patient complications were reported. This product is only ous approved, but it is similar to a marketed us device.